Event description:
The screw in the bottom of the mics handle where you grasp it repeatedly comes loose / free during surgery. Case type: tka case type: 16-30 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. It was reported that the screw in the bottom of the mics handle where you grasp it repeatedly comes loose / free during surgery. Product evaluation and results: mics-209063 sn# (B)(6) RMA# (B)(4). Inspected per d06917 and determined failure of the following test step. Sec# 7.1.2. Visual loose screws. Disposition: rtv inspected by: (B)(6) product history review: review of the product history records indicate 25 devices were manufactured under lot k0c5h and all were rejected into final stock on 01/10/2019. Review of qt19-12-0030 revealed that all units were dis-positioned as use as is and accepted into final stock on 01/15/2019. Non conformance were not related to the failure alleged in the event. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42011218 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode was duplicated for the alleged failure. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The screw in the bottom of the mics handle where you grasp it repeatedly comes loose / free during surgery. Case type: tka. Case type: 16-30 minutes.